Event description:
A report was received that the patient experienced a cramp in her feet that was causing her to fall. The patient will undergo an explant procedure.

Event description:
A report was received that the patient experienced a cramp in her feet that was causing her to fall. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the physician believed that the cramping was not device related.